Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded and reviewed. A review of the data log observed a "shutdown receiver" at a high battery capacity. The receiver functional test was performed and it passed all the relevant testing. The receiver case was opened for interior inspection. A defective battery with a cracked solder on ic chip pins was observed. The reported event that the receiver ceased to function was confirmed because defective battery and cracked solder battery ic chip pins caused intermittent lost power. The root cause was determined to be a defective receiver battery.